Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While attempting to insert the impella, the 0.035gw catheter used before insertion appeared to have been caught in the external iliac artery, but antegrade angiography of the lower extremities did not initially indicate significant dissection due to retrograde pump flow. Impella was inserted and percutaneous coronary intervention performed. Patient's blood pressure dropped. External iliac artery was perforated along with a retroperitoneal hematoma. Extracorporeal membrane oxygenation was added, impella catheter removed, and an 8mm catheter was placed through the introducer at the ruptured site, achieving hemostasis. Vessel repaired by covered stents and blood replacement required.